Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Address was not obtained and nj was used as the state of the initial reporter. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least 10 unspecified bd pen needle clogged during use. There was no report of patient impact. The following information was provided by the initial reporter: my mom is having trouble with the needles for her insulin, she told me out of a box she usually looses 10 or more that will not push insulin through.

Event description:
It was reported that at least 10 bd ultra-fine¿ pen needle clogged during use. There was no report of patient impact. The following information was provided by the initial reporter: my mom is having trouble with the needles for her insulin, she told me out of a box she usually looses 10 or more that will not push insulin through.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that at least 10 bd ultra-fine¿ pen needle clogged during use. There was no report of patient impact. The following information was provided by the initial reporter: my mom is having trouble with the needles for her insulin, she told me out of a box she usually looses 10 or more that will not push insulin through. D2: medical device brand name: bd ultra-fine¿ pen needles. D4: catalog#: 320144. D4: medical device lot#: 1040114. D4: medical device manufacturer: becton dickinson and co. D4: medical device expiration date: 2026-02-28. D4: UDI#: (B)(4). G2: manufacturing location: becton dickinson and co. G.5. PMA / 510(k)#: na. H4: device manufacture date: 2021-02-09. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.